Event description:
The reporter stated the surgeon inserted a cq2015 collamer three piece lens but the lens was removed due to the surgeon noting spots on the lens. The reporter stated the surgeon wasn't sure if the imperfection was spots or small divets or if it was on the lens surface or within the lens. The lens was removed with no patient injury.